Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# v939307, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that an impedance test was performed about a month ago and resulted in the values of 0<(>&<)>3 being 4025 ohms. It was also stated that during the impedance test, the patient moved her right arm above her head and felt a charge/tingling at her scalp. An x-ray was suggested. It is unknown when the issues began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.